Manufacturer narrative:
No button error alarms were noted. However, the pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error while customer was at the beach in the sand. Customer's blood glucose was 87 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.